Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer reports: inpen app is not recording the exact doses dialed on the inpen. Several attempts were made to pair inpen, every time app displayed dose doesn't match and inpen not found. The inpen does not pair with commercial mobile app. Leadscrew received fully re-wound. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Hard to dial more than 4 units. In conclusion: it was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. The customer complaint of dose log anomalies could not be confirmed due to inpen not pairing cause by leadscrew anomaly.

Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy was not giving correct dose. No harm requiring medical intervention was reported. The customer had discontinued to use the device.